Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unspecified date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, patient experienced inflammation at the stoma site. The patient was treated with antibiotics tavanic for next few days. The patient is in the titration phase at the beginning of duodopa therapy.